Event description:
It was reported that during a pneumonectomy procedure, the device had performed normally throughout the case. On the 11th firing a green reload was used to fire across the main stem bronchus. The device appeared to have completed the firing however the following was observed- the sound of the battery power changed, it slowed and reduced in pitch. The blade travelled more slowly than normally. The sound and the movement of the blade suggested that the device struggled to complete the full firing and the power was reduced. The device was safely removed from the patient and during the air leak test where the chest was filled with saline, bubbles appeared at the distal part of the staple line approximately the last 5mm came open indicating that the staple line was incomplete. This presented an extremely serious situation where by the main stem bronchus had to be sutured to repair the broken staple line. There was no space to fire a second stapler across the residual stump of the bronchus. The surgeon had to hand suture the defect and reinforce the staple line with biological glue. The patient at high risk of developing a bronchial fistula which is potentially life threatening. After the case to test the device the surgeon reloaded the stapler and fired on lung tissue which had been removed from the patient. The device completed the firing but again a lower, slower sound from the battery was heard and the blade moved at a slower speed suggesting to the surgeon that the battery power was depleted. The surgery was prolonged 90 minutes. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: what is the current status of the patient? The patient returned home and has since not been readmitted, however the surgeon feels that the patient is vulnerable and susceptible to developing a fistula. What other color cartridges were used before this event? Ten firings in total, 3 vascular reloads for pulmonary vein x 2 and pulmonary artery. 7 green reloads fired on lung tissue. Was buttressing material utilized? If so, which product? None used. Was the instrument fired across or near an existing staple line or clip? None reported. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.